Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 282 mg/dl. The customer's mother stated that she was changing the infusion set and when she got to the fill cannula step, she received the no delivery alarm. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. She stated that insulin did not exit with a manual plunger push. She repeated the process with a new reservoir and the current infusion set. She stated that the insulin pump did not alarm with the manual prime thereafter. She stated that changing the reservoir resolved the issue. The customer was advised to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.